Manufacturer narrative:
This report is submitted on may 6, 2021.

Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under a general anesthetic on (B)(6) 2021, in order to remove the abutment and close the tissue. The implanted device remains. This report is submitted on july 6, 2021.